Event description:
Niece of pt who also works at the pt endo office called and stated that pt had passed away this morning at 5am from unk causes. The niece is not implicating pump but wishes to review delivery history, niece stated that pt was unk to deliver insulin that was not required. Multi primes occurred prior to empty cartridge alarm at 9.24 pm there was approx 60u of unaccounted insulin. Reports no leakage at site or in cartridge compartment. Niece asked if there is anyway to see what happened to the missing insulin to try to piece what may have happened.

Manufacturer narrative:
Unfortunately no used or unused devices was returned to unomedical, which prevented us from testing and due to no lot number was available we were not able to carry out any testing on the reserved lot. Further info has been required by the distributor a follow up report will be submitted once the info have been received. Eval summary: the retained samples were not tested due to lot number being unk.